Event description:
On (B)(6)2025, an eye care professional (ecp) called to report a patient (pt) was diagnosed with a corneal ulcer in the left eye (os) while wearing an acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lens (cl). The pt reported discomfort in the evening after wearing the suspect cl about 15 hours on (B)(6)2025. The pt removed the suspect cl and reported it felt like an eyelash, but did not report symptoms during the day. The pt didn¿t notice anything unusual with the cl on removal. On (B)(6)2025, the pt could see a ¿white spot on the eye.¿ the ecp reported the pt had a superior corneal ulcer os on the limbus that ¿looked like an infiltrate, but there was staining.¿ the pt was prescribed ofloxacin os every 2 hours. The ecp reported that the ulcer resolved by the 3rd day, so the pt was advised to taper the ofloxacin to every 3-4 hours, then four times daily (qid) then discontinue after about 1 week.¿ the ecp added besivance every 2 hours (started on the 2nd day) and advised the pt to use the drops 10 minutes from other eye drops, also tapered (no details were given). The ecp also added maxitrol ointment every evening after 48 hours for inflammation which helped the pt ¿feel better.¿ the ecp added on (B)(6)2025, an eye care professional (ecp) called to report a patient (pt) was diagnosed with a corneal ulcer in the left eye (os) while wearing an acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lens (cl). The pt reported discomfort in the evening after wearing the suspect cl about 15 hours on (B)(6)2025. The pt removed the suspect cl and reported it ¿felt like an eyelash,¿ but did not report symptoms during the day. On (B)(6)2025, the pt could see a ¿white spot on the eye.¿ the ecp reported the pt had a superior corneal ulcer os on the limbus that ¿looked like an infiltrate, but there was staining.¿ the pt was prescribed ofloxacin os every 2 hours. The ecp reported that the ulcer resolved by the 3rd day, so the pt was advised to taper the ofloxacin to every 3-4 hours, then four times daily (qid) then discontinue after ¿about 1 week.¿ the ecp added besivance every 2 hours (started on the 2nd day) and advised the pt to use the drops 10 minutes from other eye drops, also tapered (no details were given). The ecp also added maxitrol ointment every evening after 48 hours for inflammation which helped the pt ¿feel better.¿ the ecp added maxitrol drops qid started on day 4. The pt saw a corneal specialist ¿about 1 week later¿ who approved the pt to return to cl wear, but the ecp has not agreed to allow the pt to return to cl wear at this time. The ecp plans to switch the pt to a non-hydrogel cl since the ecp has ¿seen research that there is a slightly higher risk of ulcers with hydrogel lenses.¿ the pt has no history of lid disease or blepharitis and the ecp is unsure why the pt had an issue with a daily cl. No cultures were taken of the os. On (B)(6)2025, the ecp provided slit lamp photos of the ulcer and resulting scar os. No additional medical information was provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b0134kx was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.